Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained a control solution reading of "14.9mmol/l" on the subject meter (onetouch verio pro plus). It is not known if this falls out with the control solution range for this test strip lot number as the lot number was not provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.